Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of pae, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope¿s air/water (a/w) nozzle was clogged with black, rubber-like foreign material and the a/w tube had a whitish foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d5, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, reprocessing was performed. However, olympus implemented gfe 3 times to the user but could not obtain answer, and it was impossible to obtain the additional information about the reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.